Event description:
Complainant alleged that a emergency room nurse (age unknown) was performing a routine shift check of the device, when they received an unintended delivery of energy. The device was located on a metal crash cart, with a rubber mat between the device and the crash cart shelf, upon which the device was placed. The nurse indicated that when they performed the defibrillation test on the device. They had placed their hands and fingers around the two paddle handles and placed their thumbs on the discharge buttons. When the nurse discharged the device energy, they received the shock to both hands. The complainant was unable to indicate if the nurse's body was touching the metal cart when they received the unintended delivery of energy. The shock radiated up both arms to their shoulders. Causing pain to their hands, arms and shoulders. The nurse declined being medically examined by the emergency room physician on duty at the time of the event. The event occurred at the start of the nurse's work shift, and there remained on duty for their entire shift. The complainant indicated that the nurse has not suffered any lingering after effects from the unintended delivery of energy. The complainant indicated that there was no pt involvement in the reported malfunction.